Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was unknown. Initially the patient was not admitted to the hospital for the event. On an unreported date, the patient began treatment at home for the peritonitis with fortaz and vancomycin (dose, frequency and route not reported). Twenty nine days after the initial onset of the peritonitis, the patient was still experiencing abdominal pain, and was admitted to the hospital for the event. On unreported dates, during hospitalization, the patient¿s pd catheter was removed and hemodialysis (hd) therapy was initiated. On unreported dates, during hospitalization, the patient received multiple unspecified antibiotics, intraperitoneally, as treatment for the peritonitis (doses, frequencies, and routes not reported). Three weeks after being admitted to the hospital, the patient was discharged. On an unreported date, the patient was recovered from the peritonitis event. At the time of this report, hd therapy was ongoing and it was reported that on an unreported future date, ¿in two months¿ the patient planned on returning to pd therapy. No additional information is available.